Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for failure analysis evaluation. Stapler logs showed the first sureform 60 stapler was installed on the system 8 times and fired 7 reloads (4 green, followed by 3 blue). On installs 1, 2, and 5, the first clamps were successful, and the firings were each completed with 1 pause for compression. On install 3, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On install 4, the first two clamps were incomplete. No firing was attempted on this install. On installs 6-8, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. Next, another sureform 60 stapler was installed on the system 2 times and fired 2 blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the staple line of a sureform 60 reload was incomplete. The stapler fired an unknown color reload, which stopped halfway through. Upon removal of the stapler, the staple line was only complete halfway, leaving a hole within the small bowel, and requiring intervention. A new sureform 60 stapler instrument was opened and used for the remainder of the procedure. The specifics of what intervention was required to address the hole within the bowel were unknown. The procedure was completed robotically.